Event description:
Approx 20 days following implant of a thin walled fep ringed gore-tex vascular graft with removable rings, the pt felt a pop in their shoulder after they woke up and a hematoma developed. The pt went for emergency surgery and a graft disruption was detected just distal to the proximal anastomosis. The graft tear was repaired. Reportedly, debris from the graft is causing claudification.